Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted fresenius customer service to report the paper tape causes her skin to itch. Offered to call clinic to speak to registered nurse (rn) and get an alternate tape. Patient said she has an appointment coming up and will talk to rn. Patient still ordered the paper tape for her next order, so this is for information only. This product 16-5301-0 micropore-surgical tape 1x10yds is not a fmc manufacture product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).